Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the patient was placed on the nkv-330 ventilator. The patient was initially set on a fio2 of 50%. The user noticed that spo2 was decreasing into the 80¿s and they increased the set fio2 to 100%. After a few moments, the ventilator started to alarm 'low fio2'. The user tried multiple ventilator settings to clear the low fio2 alarm and was unsuccessful. The user tried another oxygen source, but the 'low fio2' alarm was still present. The patient's spo2 continued to decrease, so the therapist removed the patient from the ventilator and placed the patient on another ventilator. The patient's spo2 began to increase up to 100%. There was no reported harm to the patient.